Event description:
It was reported that, "surgeon felt tibia was put in anterior slope. Change tibial component adding posterior slope."

Manufacturer narrative:
Additional information has been requested, and if received, will be provided in a supplemental report.